Manufacturer narrative:
The device has not been returned for evaluation at this time.

Manufacturer narrative:
During the device evaluation, the event of the bent duraguard was confirmed, and excessive side load was identified as a potential cause of the reported event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the maestro medium fixed duraguard was bent. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the maestro medium fixed duraguard was bent. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.